Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed since no photos or samples were returned for evaluation. An investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Based on the available information the reported issue was not confirmed. Current controls include a 100% visual inspection by production personnel. In addition, a qc sampling inspection per procedure is performed to ensure that product is free from missing components, damaged components, inappropriate assembly and contamination. Please refer to the IFU (instructions for use) for the proper procedure for insertion of the feed tube and extraction of the stylet. No corrective actions are needed at this time. The investigation will be reopened of a sample is received at a later date. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when inserting the probe, the stylet does not come off. They have to force it, but it gets stuck and the guide breaks. Per additional information received, the customer stated that there was no medical intervention required.